Event description:
It was reported that during a low anterior resection procedure, the device was used to anastomose by double stapling technique at the very low order. The sound that would be heard when the washer was cut was not heard and the doctor did not feel the feedback of cutting it. It was found that the tissue could not be cut. Then the tissue, which was taken in the device, was cut with an electric scalpel and the device was released. Next, additional suture was performed. There were no adverse consequences to the patient. Doctor commented that the tissue was quite thick. The gap setting scale was placed at the lower position of the half place when the firing. The rectum was cut 2 times with different devices. Another device was used to complete the procedure.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.